Event description:
The pt reportedly experienced pain while using her internal device. External equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed that the device is functioning. Surgery to explant the pt's device will be scheduled.